Event description:
The ultraflow was used for an embolization with ethibloc/lipiodol. After injection of approx 1 ml, a second syringe with ethibloc was connected and then a leakage distal to the junction from the braided to the flexible part was visible. No pt sequelae as a result of this event.